Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2014 at 10:30 pm her daughter activated a new pod. She called her doctor who advised her to remove the pod and give a manual injection of insulin (exact dosage was not provided). She noticed that the cannula looks shorter than normal and the cannula was barely inserted into her skin.